Event description:
It was reported that when using the bd pyxis¿ es refrigerator, hardware failed and was not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the incident, it was determined that a hardware failure had occurred. The field service engineer (fse) confirmed that the customer had recovered the refrigerator, and the station was confirmed to have been operating as designed. The system functioned as intended after the customer resolved the issue.